Event description:
The user facility reported that the nurse noticed a pt moving during his dialysis treatment. While she was checking the pt's condition, she turned off the dialysis machine and readjusted the bloodlines. At that time, the avf tubing reportedly disconnected from the connector while the bloodlines were being adjusted. On follow-up communication, it was reported that the nurse changed the bloodlines and re-cannulated the pt with a new "avf" needle. The blood in the bloodlines was not returned to the pt, which resulted in a loss of approx 240-ml. The nurse reported that the pt never noticed that anything was wrong and his condition is reported to be fine.